Event description:
The patient was on cardiac monitoring for atrial fibrillation with rvr. Telemetry box stopped working. Patient placed on the spare life pak while contacting biomed. Manufacturer response for telemetry monitor, mx40 (per site reporter). The unit is being repaired under warranty.